Manufacturer narrative:
Based on new information received, the device was in use at the time the reported issue was discovered; however, the problem occurred as the rt had just concluded therapy and was attempting to place the unit in standby and remove the patient from the unit. There was no harm to the patient or user.

Manufacturer narrative:
B4:06aug2021. The customer replaced the airflow sensor to resolve the reported problem. The device passed required performance verification tests per philips standards and was put back into service.

Manufacturer narrative:
Date of report: 21jun2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device will not go into standby mode. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised caller to perform pvt to check flow sensors and that the flow sensor may be faulty and provided the customer to try a new flow sensor. Other information is pending.